Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab and subsequently forwarded to the santa ana return product analysis lab. The valve was enclosed inside a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve was received slightly compressed at the inflow. All leaflets were intact flexible. As received, leaflet l1 appeared partially open, while leaflets l2 and l3 were in a predominantly closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. Due to the condition received, a loading simulation to evaluate against the alleged in-fold event cannot be performed. Corrected data: e3 - occupation corrected from other healthcare professional to physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Method, result, conclusion codes were updated. Product analysis image review: procedural images, including four static images and fifteen media files, were submitted to medtronic for review . The patient¿s executive summary was not provided for anatomical review. Review of the image showed the patient had a previously implanted surgical aortic valve (sav) which was reportedly severely calcified. Fluoroscopic inspection of the valve load was performed and confirmed a good load. There was no evidence to show a pre-implant balloon aortic valvuloplasty was performed. During the valve implantation attempt, the valve frame appeared significantly under expanded with an infold and frame indentation. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported the info lded valve was withdrawn from the patient and a new valve was used. Images of the implanted valve were not provided. Corrected data: h6. Device codes. The initial medwatch reported a device code of structural problem; however, the code was erroneous. The code was r eplaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a severely calcified non-medtronic surgical aortic valve, the fluoroscopic loading check prior to insertion of the valve was confirmed to be successful. Following valve insertion, an infold was suspected and it was confirmed that the non-coronary cusp side of the valve appeared slightly indented. The valve was withdrawn from the patient and a new valve was used for the procedure. No patient complications have been reported as a result of this event. Additional information was received to report the infold in the valve frame presented after the first deployment attempt. The sales representative indicated there was no procedural delay as a result of this issue.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a severely calcified non-medtronic surgical aortic valve, the fluoroscopic loading check prior to insertion of the valve was confirmed to be successful. Following valve insertion, an infold was suspected and it was confirmed that the non-coronary cusp side of the valve appeared slightly indented. The valve was withdrawn from the patient and a new valve was used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.